Event description:
The patient had come into the ER complaining of syncope and during the interrogation, no aida information or statistic information was displayed. The device remains implanted. The programmer files were sent to the manufacturer for review and recommendation. The manufacturer has recommended using the special labo xml engineering software which will allow fast telemetry, enable device interrogation and make aida programmable.

Event description:
The patient had come into the ER complaining of syncope and during the interrogation, no aida information or statistic information was displayed. The device remains implanted. The programmer files were sent to the manufacturer for review and recommendation. The manufacturer has recommended using the special labo xml engineering software which will allow fast telemetry, enable device interrogation and make aida programmable.

Manufacturer narrative:
(B) (4)a response from the manufacturer is pending. Remains implanted.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. (B)(4). The device remains implanted; the files from the programmer were reviewed. The files showed that the pacemaker and programmer operated as specified, although not as intended. A special procedure was recommended to force the implant detection through specific laboratory engineering software. This procedure was successfully performed on (B)(6) 2010. Aida and statistic functions were made available; the device can remain implanted without further action. (B)(4). Remains implanted.